Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer (biomed) reported that the fill manifold assembly was replaced and a full pm was performed. The biomed reported that after charging the batteries overnight the iabp was cleared for clinical use and returned to service. Not returned to manufacturer.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer the fill manifold test on the cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement, thus no adverse event was reported.